Event description:
The customer reported that oxygen was not delivered properly. No patient involvement was reported. The device was not in use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.